Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided information on resetting the pump, and after following these instructions, the caller successfully started their sensor session without further issues.